Event description:
Left implant is leaking, is misshaped and burning. Right implant is very hard. For the last 2 1/2 yrs rptr has been treated by dr for thrombocytosis. Platlets have been as high as one million 500+. Therefore, removal presents some risk.